Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery with 4 out of 10 sets used. The customer's blood glucose level was unknown at the time of the call. The customer did not troubleshoot the issue. It is unclear if the customer changed their set. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.